Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated the implant has not been used in 2 years as it was not needed, but now they need to charge it for an MRI. Caller stated they were currently recharging the recharger and everything seems to be working with the programmer. Agent reviewed suspected overdischarge and redirected to healthcare provider  (hcp) for next steps. Agent reviewed requesting a rep through hcp using national answering service (nas). Caller called back saying they called hcp office to contact a rep, but then the hcp office gave them another number for them to call themselves and got back to patient services (pss) so they were stuck in a loop. Pss reviewed role of rep and emailed field team in pt's area. Rep emailed back saying they would reach out to the patient  (pt). Additional information was received from the rep. It was reported that the device was over-discharged. They performed 5 antenna locate/trickle charges to obtain por screen. Issue not resolved, because device would still not charge enough today to connect to clinician tablet to clear por despite charging for 4-5 hours. Pt will schedule appt to discuss explant with doctor. Additional information from the rep indicated that the patient has discussed explant with the hcp, but the procedure has not been scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.